Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery specialist reported an incomplete island in the center of the flap in a patient¿s left eye during a lasik procedure. The doctor attempted to lift the flap but was unable to completely lift the flap. The doctor made sure that the area that was lifted was back in place. The treatment was not continued. The eye was left untreated. The patient¿s corneal needs time to heal before attempting treatment with photo refractive keratectomy (prk).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for left eye (os) was done about 15 minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Possible contributing factors could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation, canal length . The manufacturer internal reference number is: (B)(4).